Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels of 300 (mg/dl) during the night. To address the bg level, the customer delivered a correction bolus. Recommendation was made to consult with health care provider regarding diabetes management.